Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the penta lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported that patient experienced ineffective therapy due to high impedance on the lead following a fall. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, adequate therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.